Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 600 mg/dl with symptoms of extreme drowsiness associated with a loss of prime. Reportedly, the patient remained on the pump and was treated by a non health care provider with insulin via the pump. During trouble shooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge and inserted cold insulin into the cartridge. This complaint is being reported because the patient experienced hyperglycemia associated with use error of the cartridge.